Event description:
Patient had pump refilled with "contaminated" drug and days later, presented to the emergency room for overdose like symptoms. The hcp had not rinsed the pump after aspirating the reservoir and had not aspirated the contents of the old drug from the catheter and pump tubing.